Event description:
Healthcare professional reported for left side "grade 4 capsule on the left, with a full upper pole. On both sides, has a grade 1 ptosis. There is a well healed inframammary fold incision on both sides". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.2., d.4., g.1., h.4., h.6. Visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Zip code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4.

Event description:
Healthcare professional reported for left side "grade 4 capsule on the left, with a full upper pole. On both sides, has a grade 1 ptosis. There is a well healed inframammary fold incision on both sides". The device has been explanted.